Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and had high thresholds. The lead remains in use. Additional information received indicated that the rv lead also showed undersensing and was removed. During the replacement of this lead, another rv lead was attempted, but the physician chose not to use it due to "struggling with the results of the measurements on the lead." Another lead was successfully implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and had high thresholds. The lead remains in use. No patient complications were reported as a result of this event.